Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the during surgery the lens charged normally. When putting the lens in the eye, the lens felt stuck and then came out with pressure. This was resulted in a rupture of the capsular bag and for this reason a vitrectomy was performed and a new lens was fitted. Additional information has been requested.